Event description:
The customer reported that, during preparation for use of an unspecified event, the ¿ultra¿ rigid telescope was found to have a damaged/defective component, ¿cracked¿. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The suspected device was returned for evaluation; however, the customer¿s reported issue could not be confirmed. No cracks were observed on the device. The inspection of the device noted the following (non-reportable) defects: dents on the distal end edge of the outer tube, distal end fiber breakage with dents and scratches around the objective coverglass and frame, dents on the eyepiece funnel, and spots on the optical image. There are no previous repair records for the device. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to improper handling and the application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling and the application of excessive force. Olympus will continue to monitor field performance for this device.